Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during a procedure. All pieces were removed and the procedure was completed successfully.

Event description:
It was reported that the tip broke during a procedure. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: item broke, wire remained in bone. Probable root cause: design - poor mechanical advantage of locking feature - materials of inserter locking mechanism cannot withstand user locking forces manufacturing - locking mechanism not manufactured or assembled to specification -incorrect heat treatment applied application - not enough force applied - user unfamiliarity with device the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.